Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair facility for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pixel defects (white flaws). Based on the results of the investigation, a definitive root cause could not be identified due to the customer's allegation was not reproduced when the equipment was inspected by the repair facility department. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an error 931. The issue was identified at the start of an unknown procedure, which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h11. The device was returned to the regional investigation center. Based on the results of the investigation, the occurrence of pixel defects (white flaws) indicates that the charged coupled device (pixel) was destroyed by excessive current. Nonetheless, it was possible that this effect may had led to the temporary inability to obtain white balance; however, a definitive root cause of the occurrence of the customer's allegation could not be identified due to the lack of reproducibility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an error 931. The issue was identified at the start of an unknown procedure, which was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that the subject device had an error 931. The issue was identified at the start of an unknown procedure, which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.